Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip extra care with poliseal ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal. At an unk time after starting super poligrip extra care with poliseal, the pt experienced neuropathy and numb feet. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). While the lot number for this product is available, it is unk whether the product will be returned for qa testing. (B)(4).